Event description:
Customer reported via phone, the bottom of the insulin pump had fallen off. Customer's blood glucose was 177 mg/dl. Customer stated he changed out the reservoir, primed, and the bottom of the drive support cap was sticking out. He didn't press the drive support cap while he was connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He didn't have a backup plan so he was advised to go to his doctor. Customer agreed to return he device to undergo further testing.

Manufacturer narrative:
The insulin pump was received with broken off end cap, missing drive support disk and end cap sticker. The insulin pump also has bleeding glass on lcd board, peeling keypad overlay and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.